Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have the grip pin dislodged at the distal end. The grip pin was still intact between the grips but shifted outside of its normal position. As a result of the dislodged pin, the grips became loose. Additional observations not reported by site: the instrument was found to have a frayed grip cable at the grip hub at axis 6. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of a prograsp forceps was coming off. The procedure was completed. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the customer did not have any additional information available.